Manufacturer narrative:
Failure analysis noted that the pump received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime/ compromised force sensor and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no e90 or motion sensor test failure alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 133 mg/dl. The customer states they received an e90, motion sensor test failure, and motor error. The customer states they have had the motor error for a couple month . The pump will alarm right after battery change, then alarm and go back to the rewind. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customers stated the up and down buttons were not working well. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.